Event description:
It was reported that a dexcom g7 sensor paired to an ilet bionic pancreas experienced a temporary pairing failure on the ilet while the dexcom app continued to display blood glucose readings, after which the sensor reconnected and resumed displaying values on the ilet following troubleshooting and user education. Symptoms included no adverse physiological effects and no change in blood glucose control. Outcomes included no interruption to therapy requiring medical intervention and no hospitalization. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed normal sensor function on the transmitter and phone application with a transient communication issue limited to the ilet that resolved. It was concluded that the event was a transient connectivity issue without patient harm.